Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction.

Event description:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.